Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the auxiliary water channel, biopsy channel, c-cover (plastic distal end cover), a-rubber (bending section cover), and a/w (air/water) nozzle was unable to be further specified. Moreover, no deformation/physical damage was observed were the foreign material remained, nor was any obvious deviation of reprocessing. The cause of the remaining foreign material was presumed to have been incomplete/improper reprocessing of the device at the user facility. The suggested event can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection shows how to detect the event. IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process. It was noted that the radio frequency identification (rfid) data could be read due to damage to the rfid holder. It was also noted that the insulation resistance value at the distal end did not meet standard value due to a cut on the bending section rubber. The bending angle in the up direction did not meet standard value due to wear of the angle wire and the connecting tube had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The evis exera iii gastrointestinal videoscope was returned as part of the asset return process. Inspection and testing of the returned device found that the channel tube, auxiliary jet tube, nozzle, plastic distal end cover and bending section rubber had foreign material. There were no reports harm associated with the event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.